Event description:
Procedure type: lap gastric bypass. According the reporter: the anvil did not tilt after firing and was hung up at the anastomosis. Surgery time was extended about thirty minutes to remove the anvil and repair damaged tissue. The pt is in well current condition.

Manufacturer narrative:
Initial report sent: 3/9/2009.